Event description:
Voluntary medwatch received states that the patient¿s right atrial lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences. The patient will be further monitored.